Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited failure to capture and failure to sense. Further investigation noted that the atrial lead was dislodged. The reported lead was repositioned on (B)(6) 2022. The patient was in stable condition.